Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported, the infusion device shut off by itself. Patient stated after removing the battery, the infusion device started up with an e8 (power interrupt) error message. Patient reported she was unable to confirm the error. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to mishandling of the product. Result main findings: e8 were found in the history. The pump did not switch off by it self. The down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated down button and it is not possible to confirm the e8 (power interrupt) error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.